Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported this had been such a headache. The patient reported her device was set to 1.8 v and they had never made adjustments to settings. The patient started she had been in the hospital on (B)(6) 2016 and while there she had a lot of trouble with frequency and could not make it to the bathroom. The patient noted she was wetting herself. The patient stated it continued when she got home from the hospital and was going increase stimulation a bit. The patient stated when she turned her patient programmer on, it would not power on and she changed the batteries and was able to power on. The patient noted she had not changed the batteries in her patient programmer since implant on (B)(6) 2016. The patient stated when her husband placed the antenna over her implant she felt a shock inside and it was horrible and had to turn stimulation down. The patient stated her reaction was so strong. The patient stated she does not want that to happen again and did not know what happened. The patient stated she did not know if the patient programmer batteries were the issue and the patient thought the patient programmer batteries should have lasted longer because she had not changed the settings. The patient thought they should have taken the batteries out. The patient noted the shocking went away when stimulation was decreased, but she was not sure how effective the device would be. The patient noted she managed to do okay during the night with decreased stimulation, but she was wetting herself in the morning. The patient confirmed the stimulation was off using the patient programmer. The patient turned stimulation on and the patient was on program 3. The patient stated she was not feeling stimulation, but stimulation was uncomfortable. The patient decreased stimulation all the way to 0 v and changed to program 4 and increased to 1.9 v. The patient decreased stimulation to 1.7 v and confirmed stimulation was comfortable and she felt stimulation in the correct area. The patient confirmed the hospitalization was not related to the device or therapy. The patient noted she had pneumonia, influenza, and was short of breath. The patient confirmed when she went to the hospital she was not wetting herself and she began wetting herself in the hospital. The patient stated the she began having wetting, trouble with frequency, and not making to the bathroom on (B)(6) 2016. The patient had shocking, which was resolved by decreasing stimulation happened on (B)(6) 2017. The patient stated she was crying and was out of it. The patient stated she was frustrated. The patient stated she was told by the manufacturer representative (rep) that program 3 would not ware of the implantable neurostimulator (ins) battery faster. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.